Event description:
After 4 weeks post-op, it appears that the cervical rod has disengaged from the fixation screw at c3. The set screw appears to be still engaged with the screw head, but the rod clearly has pulled out of the screw. As this could result in the need for surgical intervention an MDR is being filed to document this event.